Manufacturer narrative:
Multiple follow-ups were made to request for additional information and product; however, requested information and product not been provided. Once the evaluation is completed and new information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an allergic reaction after using the xtra silent nite nightguard. The patient developed redness and swelling throughout the mouth. The patient discontinued usage per doctor's advice and the symptoms went away completely after about 2 weeks.

Manufacturer narrative:
The nightguard was manufactured per patient's prescription (rx) and returned for an analysis. A visual inspection was performed on the returned nightguard. The edges of the nightguard were smooth. No major cracks were found. Nightguard's layers were intact and were not separated. The nightguard's color turned yellow due to normal usage. The nightguard was returned in a very clean condition. Case was also returned in good condition with label. Both of nightguard's connectors were intact and light cure was fine. The anchor showed some normal wear. A review of the material lot was performed and no manufacturing deviation or abnormality were found. A series of biocompatibility tests were performed on a similar thermoformed mouthguard. It was found that the sleep device materials are biocompatible. Cytotoxicity test were completed on a test article and there was no evidence of toxicity nor cell lysis. There was no evidence of erythema and no edema observed for skin irritation test. Sensitization test showed no evidence of the test article causing delay dermal contact nor oral mucosal irritation. There were no device problems found with the test article. The reported issue could not be confirmed. This incident is being monitored, tracked, and trended.